Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 255,267 joules. The procedures was completed with a second fiber. No injury to the pt was reported.

Manufacturer narrative:
Device code: refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.